Manufacturer narrative:
Patient's date of birth is on an unreported date in (B)(6). Patient's race is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event and was treated with unspecified antibiotics (intravenous infusion, dose, duration and frequency not reported) for peritonitis. At the time of this report, the patient was recovered and pd therapy was continued during treatment. No additional information was provided as the reporter declined follow up.